Event description:
Plaintiff reports initial bilateral implantation 10/31/80 with replacement 1/13/82. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.